Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter with a watchman closure device under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. Use of the catheter to treat flutter ablation constituted off-label use of the catheter. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. A versacross fixed was used for transseptal puncture. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day before stroke symptoms occurred. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air and believe it could be thrombotic. The patient was treated for stroke at another hospital, but the treatment performed was unknown, and the patient is expected to fully recover. It was further reported that there were no signs of intracardiac thrombus. The patient was on eliquis (5mg) at the time of the stroke. A total of 66 applications were performed during the procedure, with a farawave catheter used for pulmonary vein and roof ablation and farapoint used for the anterior mitral line; the farapoint catheter was delivered using a faradrive sheath, and no additional mapping catheters were used. There were no issues with anticoagulation management, with the first act after the initial heparin dose measuring 360 seconds, and the patient was on an oral anticoagulation regimen per the physician. No defects were noted on the watchman device, no thrombus was observed on any devices, and no air was visualized or suspected at any time during the procedure, with all exchanges appropriately aspirated and flushed. No EKG changes were noted throughout the case, deep sedation was used without any abnormal breathing observed, and according to the physician, no medical intervention was required and no thrombectomy was performed. The current status of the patient as of (B)(6) 2026 is pending confirmation from the physician; however, at last assessment, the patient was expected to fully recover.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter with a watchman closure device under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. Use of the catheter to treat flutter ablation constituted off-label use of the catheter. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. A versacross fixed was used for transseptal puncture. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day before stroke symptoms occurred. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air, and believe it could be thrombotic. The patient was treated for stroke at another hospital, but the treatment performed was unknown, and the patient is expected to fully recover. It was further reported that there were no signs of intracardiac thrombus. The patient was on eliquis (5mg) at the time of the stroke. A total of 66 applications were performed during the procedure, with a farawave catheter used for pulmonary vein and roof ablation and farapoint used for the anterior mitral line; the farapoint catheter was delivered using a faradrive sheath, and no additional mapping catheters were used. There were no issues with anticoagulation management, with the first act after the initial heparin dose measuring 360 seconds, and the patient was on an oral anticoagulation regimen per the physician. No defects were noted on the watchman device, no thrombus was observed on any devices, and no air was visualized or suspected at any time during the procedure, with all exchanges appropriately aspirated and flushed. No EKG changes were noted throughout the case, deep sedation was used without any abnormal breathing observed, and according to the physician, no medical intervention was required and no thrombectomy was performed. The current status of the patient as of (B)(6) 2026 is pending confirmation from the physician; however, at last assessment, the patient was expected to fully recover. It was further reported that no issues were noted with transseptal access with the versacross fixed sheath. The physician did not believe the transseptal contributed to the complication and was hypothesizing that air contributed as the CT and MRI showed a shower of emboli.